Manufacturer narrative:
A replacement pump was sent to the customer. As of the date of this report, the original product has not been received. On (B)(4) 2016, the customer email a medela clinician. In her email she stated that she had been prescribed duricef for the treatment of mastitis. The mastitis has resolved and she is no longer experiencing symptoms. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that her pump in style breast pump was making a squeaking noise. She called back on (B)(6) 2016 to report that she had developed mastitis and was prescribed antibiotics by her physician to treat the mastitis.